Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter model number: fg15150-0615-1s, lot number: 229935203. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that while delivering the pipeline flex stent in the phenom 27 microcatheter, resistance was encountered in the distal section of the microcatheter. Additionally, the distal stent tip failed to open properly after multiple attempts. After multiple adjustments, the stent still could not be properly opened. Upon ped resheathing and removal from the body with the microcatheter, the stent tip was found to be visibly frayed. The stent and microcatheter were replaced with a medtronic products to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, aneurysm of the ophthalmic segment of the left internal carotid artery with a max diameter of 4.3 mm and a 3.1 mm neck diameter. The landing zone arterial diameter was 4.69 mm distally and 4.74 mm proximally. It was noted the patient's vessel tortuosity was moderate. Femoral artery access vessel diameter was 6.2 mm. The angiographic result post procedure was noted as normal, no related influence observed. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The catheter was flushed continuously with heparinized saline, the ped did not become stuck, and there was no damage observed to the catheter or pushwire. The ped was not positioned in a bend, more than 50% of the stent had been deployed when it failed to open, it was resheathed more than 2 times, and no additional steps or other devices were required to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the resistance was unable to be determined. The reason for the ped failure to open could not be determined; it might be related to its large size. The cause of the ped damage could not be confirmed; it might have resulted in fraying at the tip after several deploy operations.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex device and phenom 27 catheter were returned for analysis, inside a sealed biohazard bag, and inside a shipping box. Damaged location details: the pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no damage noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. The pusher wire kinked at ~58.0cm from the distal tip. The braid was already detached from the pusher wire when it was returned; therefore, the distal and proximal ends could not be identified. Both braid ends were open and frayed. The braid¿s middle section was fully open but damaged. The phenom 27 catheter tip and marker were examined, and no damage was noted. The catheter body was in good condition. No voids or flashes were found in the catheter hub. No other anomalies were found. Testing/analysis: the phenom 27 catheter total and usable lengths were measured within specifications. The catheter was flushed with water and was found patent. The catheter was tested by running an in-house 0.026-inch mandrel through the hub and tip without issues. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed, as both pipeline flex braid ends were open and frayed. However, the cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a braid that is improperly sized to the anatomy, an overstretched braid during delivery, the user deploying the braid in the vessel bend, or a damaged braid. In this event, the customer reported that the vessel tortuosity was moderate and the pipeline was not positioned in a bend, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as possible causes. Therefore, an improperly sized braid to the anatomy, an overstretched braid during delivery, and a damaged braid could have contributed to the failure to open. The braid can be damaged due to over-manipulation, re-sheathing more than twice, deployment techniques, advancing or retracting the delivery wire against resistance, or depl oying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. In addition, the damage seen on the braid (fraying) and pusher wire (kinked) could indicate that high force was used. The damage may have occurred when the user attempted to advance or retrieve the pipeline flex through the phenom 27 catheter against resistance. Possible causes of resistance include frayed ends on the braid, the user pulling back on/torquing the wire while advancing the ped in the catheter, and a lack of continuous heparinized saline flush during the procedure. During this event, the customer stated that the catheter was continuously flushed with heparinized saline, ruling out a lack of continuous heparinized saline flush during the procedure as a possible cause. Therefore, frayed ends on the braid, and the user pulling back on/torquing the wire while advancing the ped in the catheter could have contributed to the reported resistance. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.